Manufacturer narrative:
Due to character limitation (e1) event site full name: (B)(6) medical center. A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss alarm. There was no harm or injury reported.

Manufacturer narrative:
Corrected fields are e1 event site telephone, h6 type of investigation and component code and h11 event summary. Updated fields are b4, g3, g6, h2. They had followed the help screen and resumed pumping. He raised concern regarding blood in thesleeve of the iab catheter. The esp personnel explained that small amounts of blood can seep into the sheath sleeve from the hemostasis valve and advised checking the helium tubing, which was clear. They briefly reviewed possible causes of the alarm and basic troubleshooting steps. The pump was operating without alarms currently, and the user had no further questions, the call concluded.

Event description:
Na.